Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The helix was distorted/bend and there was blood in/on the mechanism. The helix extension and retraction cannot be tested properly because the lead was returned in two segments. Cannot determine at this time why the helix would not extend. The slight bend in the helix does not prohibit extension and retraction. Retraction was done easily with a tweezers. Full lead in segments returned and analyzed.

Event description:
It was reported that the lead was helix would not extend/deploy and that there was positioning difficulty. The lead was attempted but not used. A different lead was implanted. No patient complications have been reported as a result of this event.